Event description:
It was reported by the physician that he had trouble with the spring wire guide (swg) during insertion on two separate instances. There were no patient complications reported. Additional information received by the sales representative in 2009, stated the physician had difficulty while inserting the swg through the needle. The swg unraveled and a new kit was opened and used in both instances. No further details are available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.